Event description:
It was reported that after a surgical procedure it was observed that the foot control device had a "damaged cord." There were no reported delays to the surgical procedure as the alleged malfunction was observed after surgery. There was no patient involvement. No injuries, medical intervention or prolonged hospitalization were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was received for evaluation. Reliability engineering evaluated the device. A visual assessment was performed and the reported condition was confirmed. Evidence indicates this was due to mis-handling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.